Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with four prismaflex m150 sets, external leaks from the effluent bags were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it is to be noted that the prismaflex m150 set ckt set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused and should be discarded. Due to an adverse trend of complaints, a nonconformance has been opened at the meyzieu plant to address this issue. During the investigation of similar complaints it has been noticed that the leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, replacement bags are to be provided by baxter as spare bags. Since july 2020, the spare bags are available in taiwan. Should additional relevant information become available, a supplemental report will be submitted.